Event description:
Reporter stated that pt obtained a blood glucose result of 107 mg/dl, while using the suspect device. Reporter indicated that, in spite of the result, pt was exhibiting symptoms of hypoglycemia. Reporter stated that emergency medicals services were contacted, and upon their arrival, pt's blood glucose measured 21 mg/dl (using paramedics' blood glucose monitor). Reporter noted that pt was treated with invtravenous fluids (contents not provided), and transported to the hospital for additional treatment. Reporter stated that, once hospitalized pt was given peanut-butter crackers and a sandwich. Reporter did not provide duration of pt's hospitalization. Pt's current condition: feeling better. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.